Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away. The patient's daughter was calling to inquire if the device had been returned and if it had been functioning appropriately when her father died.